Manufacturer narrative:
B3 - date of event: used the first date of the month of the bsc aware date as no information was provided.

Event description:
It was reported that tip detachment occurred. The patient underwent a uterine artery embolization where the target lesion was located in the severely tortuous ovarian artery. A fathom-14 guidewire was selected for use with no continuous flush. During the procedure, the device fractured inside the patient, and the wire detached in the artery. The material was not removed, and the wire remained implanted. The procedure was completed without any further complications.